Event description:
It was reported that patient underwent a shoulder arthroplasty procedure on unknown date. After impacting the humeral stem, the stem inserter would not disengage, and the stem pulled out of the patient's humeral. The surgeon proceeded to cement the humeral stem in place and complete the procedure.

Manufacturer narrative:
Evaluation of the returned device found that it met specification. This report filed (B)(4), 2011.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The device listed in this report is not subject of recall number z-2712-11. General wear, based on the age of the device, may have contributed to the reported event. This report submitted (B)(6) 2011.